Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received an emergency enlite sensor a week ago or so and the cannula needle was already disconnected from the housing. Customer pulled the sensor out of the package and when he was getting ready to take it out of the packaging, he noticed that it wasn't connected to the housing anymore.

Manufacturer narrative:
Inspected one opened/used sensor and found needle hub separated from sensor's base. The needle retracted inside needle hub. We were unable to perform insertion complaint due to customer returning sensor opened/used.